Event description:
A caregiver alleged a pt was found with their body on the floor and their neck caught between the mattress and the front edge of the right hand siderail. The bed was in a low position. The head siderails were up and foot siderails were down. The nursing staff freed the pt. No injuries were reported.